Manufacturer narrative:
The unit was not returned to the service center for evaluation. A review of the instrument history was performed and showed the unit was previously returned for service/repair on september 01, 2020 , as the customer was unable to white balance. The cause of the reported event cannot be determined at this time. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The user facility reported that upon receipt of the unit from repair, the unit was installed and the digital visual interface (dvi) output did not work. There was no image displayed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. Based on the results of the investigation, when the service department provided the user with follow-up content, the user responded that there was a problem with a connection system of the video signal on a combination device other than the subject device. Therefore, it is likely that there was no problem with the digital output of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The customer believes the issue ended up being a wiring/signal/conversion issue further upstream having to do with the steris integration system. The unit has been in service and has been working fine since its return and reinstallation.